Event description:
Prior to an unknown procedure, it was noticed that the 4-40 stud on the handpiece was broken "the case involved was able to be started and finished with a". The device will be returned for analysis.